Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an inaccuracy between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. Reportedly, the cgm bg reading was 68 mg/dl, and the meter bg reading was 30 mg/dl. This level of inaccuracy does not present significant clinical risk according to the parkes error grid. As a result of the inaccurate cgm values, the customer experienced a low bg of 30 and subsequently lost consciousness. Paramedics were called and administered sugar, sugar water, and sugar soda on the customer¿s gums and under the tongue to address low bg. Additionally, customer experienced ongoing dizziness since the low bg. No additional patient or event information was available. A root cause could not be determined. A replacement sensor was sent to the customer.